Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to diabetes ketoacidosis on (B)(6) 2020. Customer¿s blood glucose value was unknown at the time of hospitalization. Customer tried to treat with insulin pump for high blood glucose and when that did not work she took herself to the hospital. Customer was treated with intravenous insulin drip in the hospital. The auto mode features are not active at the high blood glucose event. No air bubbles and leak are observed on the reservoir. The insulin pump will not be returned for analysis.